Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button was unresponsive, with delayed screen wake and a backlight that did not illuminate when the button was pressed, consistent with a device control and display malfunction of the user interface component. Symptoms included no change in blood glucose levels. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included troubleshooting and user education, data sync guidance, and receipt and inspection of the returned device. Investigation of this case revealed a suspected hardware failure affecting the sleep/wake control and display backlight functions. It was concluded that the cause was a device malfunction attributable to hardware or component failure.